Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/interface board. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low battery, weak battery alarm or failed battery test alarm due to blank display.

Event description:
Customer reported via phone call that the insulin pump screen was turn on and off. Customer¿s blood glucose level was 83 mg/dl. Customer also stated that the weak battery alarm. Customer was able to successfully clear the alarm. Trouble shooting was performed. After inserting new battery insulin pump was working fine. The device will be returned for analysis.